Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: material management. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the plug did not come off. There was no patient injury, and the patient was not harmed. Additional information was received on 30 jan 2025: the whole device came out, including the footplate and collagen.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct the section g3 date reported in the initial submission. The aware date for this correction is 30-apr-2025, and the g3 date in this report reflects the correct date. An internal review found that the incorrect date was originally submitted in section g3 due to an inaccurate aware date recorded in the complaint file. To address this issue, terumo medical corporation has initiated a CAPA.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).